Event description:
It was reported there was a confirmed motor stall noted in event logs with no motor stall recovery recorded. The motor stall was caused by the patient having MRI or other medical procedure. The pump was not checked post-MRI. The recovery was not notated until the physician interrogated the pump. The telemetry state was reviewed. It was unknown if the stall recovered. The patient experienced an increase in spasticity. It was noted that the patient recovered and was doing fine now. The drug in the pump was baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model# 8731sc, serial# (B)(4), implanted: 2010 (B)(6), explanted:unknown.